Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers(h10l06092) with no defects noted during manufacturing. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse in the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The nurse stated that the cause was possibly due to a break in aseptic technique. Treatment information was not reported. In (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, dianeal therapy was withdrawn. In 2011, the patient recovered. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.